Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 140 mg/dl, 140 mg/dl, 140 mg/dl, 140 mg/dl and 304 mg/dl when all tests were performed within 10 mins on the aviva system. The MFR agent did not find the result of 304 mg/dl on the same day as the other results when reviewing the memory with the reporter. Reporter indicated she was experiencing some hyperglycemic symptoms during the time of testing and that she self-treated by drinking water and walking. No other actions or treatments were reported. No adverse event reported a request was made for the return of the suspect device and replacement product was sent.